Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ plus had foreign matter in the catheter.

Event description:
It was reported that a bd angiocath plus had foreign matter in the catheter.

Manufacturer narrative:
Four photos was returned for investigation. Foreign material was observed in the return photo. Foreign matter was observed based on the photo provided. The actual sample will be required to confirm the type of fm. As there was no sample returned for the investigation, review of the past 12 months qn was performed. There was no related qn reported. DHR review was not able to be performed as the lot number is unknown. A CAPA was opened to identify and address the potential causes of fm.